Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60w partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The reverse button worked as intended. Event could not be confirmed as the manual override feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing heard the stapler energize, made a quick motor sound and then stopped. Reverse switch engaged which did not retract the blade. Stapler was locked on tissue. Used the one device will be returned.